Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 350 mg/dl. Reportedly, elevated bg levels have been due to their settings needing to be adjusted. Customer adjusted pump settings and delivered a correction bolus to stabilize bg levels.